Event description:
Post placement of an acumed congruent elbow plate, the pt complained of having difficult healing time, the plate site was progressively uncomfortable, and heard popping sounds during physical therapy. A second surgery was performed to remove the plate because it was broken.